Event description:
Inability to obtain accurate arterial waveform & blood pressure value. Receiving an "excessive optics" message on the iabp [intra-aortic balloon pump] console and then requiring calibration of +75-100. Troubleshooting required to obtain an alternative arterial pressure source to then compare to and calibrate the iabp. We have been experiencing a high volume of these calibration issues. This event is representative of multiple events that have occurred at our location. Manufacturer response for arrow catheter, 40cc arrow catheter (per site reporter). Teleflex filed internal complaint and sent packaging to have the balloon returned for investigation. High calibrations may be required so that there isn't an interruption in the pump.

Event description:
Inability to obtain accurate arterial waveform & blood pressure value. Receiving an "excessive optics" message on the iabp [intra-aortic balloon pump] console and then requiring calibration of +75-100. Troubleshooting required to obtain an alternative arterial pressure source to then compare to and calibrate the iabp. We have been experiencing a high volume of these calibration issues. This event is representative of multiple events that have occurred at our location. Manufacturer response for arrow catheter, 40cc arrow catheter (per site reporter). Teleflex filed internal complaint and sent packaging to have the balloon returned for investigation. High calibrations may be required so that there isn't an interruption in the pump.